Event description:
It was reported procedural thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Following deployment of the closure device, echocardiography identified a thrombus on the surface of the closure device on the mitral side. The closure device met release criteria and was released. Transesophageal echocardiogram (tee) revealed the thrombus persisted on the surface of the device. The patient was instructed to continue apixaban and was kept overnight under physician monitoring. The patient fully recovered and was discharged home.